Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6, h10 analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and performed "all manifold test" and passed. No significant leakage found in the patient circuit. During review of the alarm logs, the fse found the fault #118 (inform bit of continuous bit failure from a remote vas) & fault #139 (communication with power management board fault) occurred repetitively. Since the machine works fine, the fse did not have any idea of what happened to the machine. The fse asked for recommendation from support case. No issues were found during troubleshooting. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "gas loss in iab circuit" there was no harm or injury to the patient and no adverse event was reported